Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2015-00395 pertains to the first resolution clip device and manufacturer report # 3005099803-2015-00396 pertains to the second resolution clip device. It was reported to boston scientific corporation that two resolution clip devices were used in the ascending colon during a colonoscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the clip grasped and locked onto tissue; however, the clip would not release from the catheter to deploy. The clip had to be pulled off from the tissue to be removed out of the patient. The same issue occurred with the second resolution clip device. Another resolution clip was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.